Event description:
It was reported that the patient presented in clinic feeing tired. Upon interrogation, the right ventricular lead exhibited high capture thresholds and high impedance. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.